Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x24mm synergy ii drug-eluting was advanced to treat the lesion. However, it was noted that the stent had damaged to the struts. No patient complications were reported.